Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for an unknown reason. While in the hospital, the patient received multiple shocks for patients ventricular arrhythmia. Ultimately, therapy became exhausted and the patient was successfully externally defibrillated. Upon device interrogation, code 1005 was observed and technical services (ts) was consulted. The shock impedance was reported high out of range which is to be expected with code 1005, an open circuit detection. Review of the past year shows the shock impedance measurements have gradually been trending up. Ts provided troubleshooting and programming recommendations. The device was reprogrammed. Subsequently, after the device was reprogrammed, the patient was brought to the catheterization laboratory where they found a 70% occlusion and inserted three stents. During the catherization procedure it was noted that device therapy remained on, but no oversensing or inappropriate therapy was reported to have occurred during the procedure. At this time, the patient remains hospitalization with device therapies turned on. The device system remains in service. No additional adverse patient effects were reported.